Event description:
It was reported that the patient experienced a burning sensation after exposure to a security detector. The device was on at the time of exposure. This has occurred in the past. The burning sensation in the past would be gone after a couple of days. The patient was at home. The healthcare provider confirmed that the patient experienced a mild shocking sensation at the neurostimulator site while passing through a theft detector at best buy and a bank. The lead attributed to the event. The patient's device was reprogrammed. The voltage was increased for better symptom control. No injuries to the patient were reported.